Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. The reported device is similar to a device approved for compassionate use in the united states. Not returned.

Event description:
A patient specific implant prescription form was received for patient's left elbow with reason for surgery: dislocation and notes: elbow bushings? Further information received from rep: his implant has pierced his skin. Proposed date of surgery is asap.